Manufacturer narrative:
Received 1 foley catheter. The reported event was confirmed as manufacturer related. Per visual inspection, a hole was found on the bifurcation area. Per functional inspection, the balloon was inflated with air while submerged in water and bubbles were found leaking from the hole in the bifurcation area. This is caused during the dipping operation of manufacturing (webbing). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that there was water leakage from the bifurcation area of the funnel and shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was water leakage from the bifurcation area of the funnel and shaft.